Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient lost movement post-procedure and was taken back to the operating room to remove equipment from operative site. Patient was placed on aspirin by her physician.

Manufacturer narrative:
Date of event is estimated.